Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn. A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg would not take a charge anymore. The patient underwent an ipg replacement procedure and was doing well postoperatively.